Event description:
Reporter alleged blood glucose monitoring device reading was 213 mg/dl and fifteen minutes later, a fasting lab measured 97mg/dl. It was reported readings on meter have been erratic however, no treatment was reported received. A request was made for the return of the suspect product , however, no product returned.